Manufacturer narrative:
The immucor laboratory tested retention product (B)(6) 2018, which performed as expected.

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly positive result when using anti-c (monoclonal) gamma-clone by manual test tube method.